Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The reported st elevation appears to be related to the air embolism. Air embolism and st elevation are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as a right heart catheterization was then performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw was inserted and deployed on the mitral valve without issues. A second clip, a mitraclip ntw, was inserted. However, an st elevation was observed. In the physician¿s opinion, the st elevation was due to an air bubble. Therefore, the clip was removed from the patient. A right heart catheterization was then performed and determined that there was no clot and concluded that it must have been an air bubble. The procedure was discontinued, and the mr was reduced to a grade of 2+. There was no clinically significant delay in the procedure. On the following day, the patient was reported to be stable and was discharged to home.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw was inserted and deployed on the mitral valve without issues. A second clip, a mitraclip ntw, was inserted. However, an st elevation was observed. In the physician¿s opinion, the st elevation was due to an air bubble. Therefore, the clip was removed from the patient. A right heart catheterization was then performed and determined that there was no clot and concluded that it must have been an air bubble. The procedure was discontinued, and the mr was reduced to a grade of 2+. There was no clinically significant delay in the procedure. On the following day, the patient was reported to be stable and was discharged to home.